Event description:
It was reported that the user was unable to attach the insulin pump connector because the connector would not turn into place, and the user was guided to replace the connector, after which the supply change was completed and insulin use resumed. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms without medical intervention. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed that the initial connector appeared faulty or incompatible, and replacement of the connector resolved the attachment issue without further device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a component issue related to the connector, resolved through replacement and user guidance.

Manufacturer narrative:
Initial.